Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pulse signal but no pacing. Additionally, it was reported that the ipg had previously triggered elective replacement indicator (eri). It was indicated that the ipg was scheduled for subsequent explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).